Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, looks like the tibial base plate is loosening , patella was spinning and femur could not balance in flexion and extension so femur had to go. Additional information: left knee.